Manufacturer narrative:
As product was not returned, a device history record (DHR) review of precision test strips was conducted. The DHR for precision test strips indicated the test strips were performing within its performance claims and met the manufacturer's quality specifications prior to its release. Retain testing was performed for precision strips and all units performed in specification and passed. A tripped trend review was completed for precision test strips and the reviews showed no trips for erratic readings issues and precision strips. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The useful life of xceed meter is 5 years. As the manufacturing date of this product is 7-jan-11, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl),497 mg/dl and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl),497 mg/dl and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
As product was not returned, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl),497 mg/dl and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (4500167732) were tested with control solution. All results were within the range specification and no errors were observed. The product was performing within specification.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl), 497 mg/dl and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.